Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information yielded no response from the field service engineer. It is unknown if any parts or repairs have been conducted. The scheduled repair was canceled, and the case was closed. A supplemental report will be submitted if new information is received.

Event description:
The customer reported a ventilator experienced a nav-ring issue. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.